Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The steerable guide catheter device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is filed to report the difficult clip deployment. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the left atrium, the +/- knob was turned 180 degrees, in the - direction and the guide tip did not respond. A cable break occurred. The sgc was removed and was replaced with a new sgc. The first mitraclip delivery system cds was inserted in the new sgc, and was implanted successfully, reducing mr to 2. A second cds was advanced to the mitral valve without issue and grasping was performed. However, during deployment, the clip did not detach from the mandrel. The cds was moved in and out to ensure that the cds and clip were perpendicular and the clip released without further issue. By the end of the procedure a total of two clips were implanted reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.